Event description:
It was reported by service report that the scale was not working, and there were damaged footboard modules. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged footboard modules (including module).